Manufacturer narrative:
Analysis of the pump revealed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), product type: catheter. Product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a manufacturer representative regarding a patient receiving bupivacaine (concentration changed from 4.5mg/ml to 3mg/ml at 0.3479mg/day) and morphine (15mg/ml to 10mg/ml at 1.16mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported that there was a volume discrepancy. The pump was replaced on (B)(6) 2016 because of reservoir volume discrepancies and the patient experiencing reduced pain therapy. The expected residual volume (erv) was 16cc and the actual residual volume (arv) was 20cc. Both issues began on (B)(6) 2016. The physician decided to replace the pump without troubleshooting the catheter. The existing pump event logs were normal. At the pump replacement on (B)(6) 2016, they were unable to aspirate via the catheter access port (cap) and the physician thought it was because of the way the patient was laying on the operating room (or) table. The physician wanted a back table prime done of 0.3ml. Old drug concentrations were in the catheter and new drug concentrations were in the reservoir. The intrathecal daily dose was also decreasing. There was no patient injury, the patient's status after the pump was removed was "recovered without sequela." No rotor study or dye study was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.